Event description:
When the patient came in to get the pump refilled, there was supposed to be .7 cc of morphine, but 22 cc of morphine was left (morphine, dose 19 mg per day, concentration 25 mg). It was noted that the patient came in to the clinical with 3 fentanyl patches on to manage her pain. On (B)(6) 2011, catheter imaging showed a dislodged catheter; it was totally out of the intrathecal space. On (B)(6) 2011, a catheter replacement was done. The patient was "doing fine" following the catheter replacement.

Event description:
This event was resolved and all worked out fine.

Manufacturer narrative:
Catheter model 8709, serial # unk, implant date: (B)(6) 2011, explant date: (B)(6) 2011.